Manufacturer narrative:
The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. In patient monitoring mode, the patient monitors provide primary monitoring functionality while the surveyor central station system provides continuous secondary monitoring of patients including alarm reception and management, display and storage of parameters and waveforms including full-disclosure, automatic and ondemand generation of various printed reports using a network-attached printer. In telemetry monitoring mode, the surveyor central station provides primary monitoring of patients including display of values and waveforms, alarm generation and management, data storage, patient management and report printing functionality. Patients are monitored through telemetry, when moving in a defined area, of a variable size depending on layout and thickness of walls. In order to guarantee a proper signal transmission in each different situation, an antenna network can be installed according to customer needs. The data and analysis provided by the surveyor central station is reviewed, confirmed, and used by trained medical personnel in the diagnosis of patients with various conditions. The hrc technician went on site where upon inspection of the surveyor central system it was determined that the power issue was caused by a ups failure. The hrc technician restored the ups operation to resolve the issue. The welch allyn® surveyor¿ central user manual states the following warning: the surveyor central is not battery operated. For uninterrupted use, an appropriate uninterruptible power supply (ups) is required. The wifi network (telemetry) as well as any active network components such as switch and firewall should also have the capability to remain operational in cases of general power outages. The surveyor central is designed to continue operation with the last stored settings after a power interruption, however, loss of stored data is possible if power is interrupted to the system that stores the data. When using a backup power source such as a ups, periodically check it to ensure it is properly functioning per the manufacturer¿s recommendations and specifications. Although there was no loss of patient monitoring or injury reported, if the reported issue of the surveyor central suddenly powering off during use due to a ups failure were to recur, it could cause or contribute to a death or serious injury. Therefore, hillrom is reporting this event.

Event description:
The customer reported that the surveyor central powered off suddenly. There was no loss of patient monitoring or adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).